Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's amplitude changed from "2.80 or 2.85" to 3.00 after they replaced the aaa batteries in their patient programmer, and has remained at 3.00 ever since. The patient did not know how this change occurred. The patient stated that they called their neurologist yesterday to report the "problem" with the amplitude being set to 3.00, and their neurologist advised them to call patient services to make sure everything was okay. The patient confirmed that the dbs therapy was managing their tremors on their right hand, and they have not noticed any changes in therapy. Agent reviewed that the amplitude could have been increased in one of two ways: the patient increased the amplitude using the patient programmer, or the patient's neurologist increased the amplitude using the patient programmer or a clinician programmer. The patient does not recall their neurologist increasing the amplitude. However, the patient stated that they potentially could have done something with the patient programmer after they changed the aaa batteries, which could have resulted in the amplitude being increased. During the call, the patient checked the ins and therapy was on, the ins battery level was ok, and amplitude was set to 3.00 (for right side of body). Agent had the patient take the aaa batteries out to get the serial number of the patient programmer, at which point they mentioned they were using lithium batteries. Agent reviewed appropriate battery type, and advised the patient to use (B)(6) batteries going forward. The patient put the aaa batteries back in the patient programmer and resynced with their ins, confirming that the amplitude was still set to 3.00. Agent reviewed that the patient programmer was working correctly. The patient was redirected to their hcp to discuss. No symptoms were reported.